Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter-defibrillator exhibited non-sustained right ventricular oversensing. During a follow up visit, the patient's device noted multiple auto mode switch episodes due to competitive atrial pacing and far r oversensing. The patient was asymptomatic throughout and the device was reprogrammed. The patient will be followed normally through remote monitoring.